Event description:
The customer reported that the patient data module (pdm) showed the wrong ECG heart rate (hr) value at the clinical information center (cic) and at the patient monitor b850. The other parameters pulse rates from art and spo2 measured correctly. For approximately 1 hour the ECG hr value was shown to low. During this time at the cic multi-view, the waves were interrupted by vertical lines. After pdm module disconnection adn reconnection the problem was solved. There was no reported injury associated with this event.

Manufacturer narrative:
Patient data not currently available. Serial number unk. Device manufacturer date unknown. Investigation revealed the patient data module (pdm) does not properly close the udp waveform stream upon disconnection from the carescape bx50 monitor when the pdm is reconnected to the host within a few seconds. This results in two active udp waveform streams sent to the host monitor. The issue occurs due to the pdm software.